Event description:
It was reported that an arrhythmia complete heart block (chb) occurred. A 27mm lotus edge valve and lotus introducer sheath were selected for a transcatheter aortic valve replacement (tavr) procedure. The patient anatomy was mild tortuosity and the aortic valve ws moderately calcified. The lotus edge valve was advanced and deployed without any issue. However, during valve deployment a wide qrs complex was observed on the electrocardiogram waveform. Complete heart block was observed. There were no changes to the circulatory dynamics. The wide qrs complex continued after the procedure was completed. A permanent pacemaker was implanted to treat the event.